Manufacturer narrative:
The insulin pump passed the functional testing, including the operating currents measurement, self test, unexpected restart error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No program alarm anomaly alarm or audio/beep alarm anomaly noted. No blank display anomaly or time reset anomaly noted. The insulin pump had cracked case at display window corners, battery tube threads, belt clip slot and minor scratched display window. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed and unable to clear it. The customer's blood glucose level was unknown at the time of the incident. The customer mentioned getting high readings and air bubbles but declined troubleshooting. The customer was calling after the battery was taken out of the device for two hours. The insulin pump was not working. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The product will be returned for analysis.